Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a tibial fixation procedure, a pilot hole was not drilled before attempting to insert the screw into hard bone. Fracture of the screw occurred, and the screw shaft was retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and corrected information.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Device has been received by zimmer biomet, and is in the process of being evaluated. A supplemental report will be filed when the investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as returned implant was fractured. Visual inspection of the device identified that the device is fractured at the head, with only part of the first thread remaining with the head. Scanning electron microscope (sem) analysis was conducted. The analysis of the returned screw revealed that it "was fractured due to overload, exhibiting ductile overload shear dimples." And "no obvious inclusions and no fatigue characteristics were identified on the bone screw fracture surface". Eds semi-quantitative elemental analysis showed that the bone screw sample was consistent with ti-6al-4v alloy. It is noted that this material is a match with the print specification. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The complaint report states that the surgeon realized he was supposed to drill a pilot hole before inserting the screw due to hard bone; however, on this occasion he did not. It is likely that this led to the failure of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.